Manufacturer narrative:
Bayer case number: (B)(4). Diffuse pain [diffuse pain] neurological disorders [neurological disorder nos] difficulty concentrating [concentration impairment] memory loss [memory loss] unstable gait (zigzagging) [instability gait] intense, disabling fatigue [fatigue] depression [depression] emotional disorders [emotional disorder] weight gain [weight gain] loss of libido [loss of libido]. Case narrative: this spontaneous case describes the occurrence of pain ("diffuse pain"), nervous system disorder ("neurological disorders"), disturbance in attention ("difficulty concentrating"), amnesia ("memory loss"), gait disturbance ("unstable gait (zigzagging)"), fatigue ("intense, disabling fatigue"), depression ("depression"), emotional disorder ("emotional disorders"), weight increased ("weight gain") and loss of libido ("loss of libido") in a 49 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. In 2009, the patient had essure inserted. Essure was removed in 2022. On unknown date she experienced pain (seriousness criteria disability, medically important and intervention required), nervous system disorder (seriousness criteria disability and medically important), disturbance in attention (seriousness criteria disability and medically important), amnesia (seriousness criteria disability and medically important), gait disturbance (seriousness criteria disability and medically important), fatigue (seriousness criteria disability and medically important), depression (seriousness criteria disability and medically important), emotional disorder (seriousness criteria disability and medically important) and loss of libido (seriousness criteria disability and medically important) and was found to have weight increased (seriousness criteria disability and medically important). The patient was treated with surgery (to remove the implan). At the time of the report, the nervous system disorder, disturbance in attention, amnesia, gait disturbance, fatigue, depression, emotional disorder, weight increased and loss of libido had resolved with sequelae and the pain was resolving. No causality assessment was received for essure with regard to nervous system disorder, disturbance in attention, amnesia, gait disturbance, pain, fatigue, depression, emotional disorder, weight increased or loss of libido. The reporter commented: essure removal date discrepancy noted: she removed the essure implant in 2017 & 2022. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 05-may-2025: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
Bayer case number: (B)(4). Diffuse pain [diffuse pain] neurological disorders [neurological disorder nos] difficulty concentrating [concentration impairment] memory loss [memory loss] unstable gait (zigzagging) [instability gait] intense, disabling fatigue [fatigue] depression [depression] emotional disorders [emotional disorder] weight gain [weight gain] loss of libido [loss of libido]. Case narrative: this spontaneous case describes the occurrence of pain ("diffuse pain"), nervous system disorder ("neurological disorders"), disturbance in attention ("difficulty concentrating"), amnesia ("memory loss"), gait disturbance ("unstable gait (zigzagging)"), fatigue ("intense, disabling fatigue"), depression ("depression"), emotional disorder ("emotional disorders"), weight increased ("weight gain") and loss of libido ("loss of libido") in a 49 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. In 2009, the patient had essure inserted. Essure was removed in 2022. On unknown date she experienced pain (seriousness criteria disability, medically important and intervention required), nervous system disorder (seriousness criteria disability and medically important), disturbance in attention (seriousness criteria disability and medically important), amnesia (seriousness criteria disability and medically important), gait disturbance (seriousness criteria disability and medically important), fatigue (seriousness criteria disability and medically important), depression (seriousness criteria disability and medically important), emotional disorder (seriousness criteria disability and medically important) and loss of libido (seriousness criteria disability and medically important) and was found to have weight increased (seriousness criteria disability and medically important). The patient was treated with surgery (to remove the implant). At the time of the report, the nervous system disorder, disturbance in attention, amnesia, gait disturbance, fatigue, depression, emotional disorder, weight increased and loss of libido had resolved with sequelae and the pain was resolving. No causality assessment was received for essure with regard to nervous system disorder, disturbance in attention, amnesia, gait disturbance, pain, fatigue, depression, emotional disorder, weight increased or loss of libido. The reporter commented: essure removal date discrepancy noted: she removed the essure implant in 2017 & 2022. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.